Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the hcp did a revision. The rep said the cause of the weeping was not determined. The hcp took the patient back to surgery and made a new pocket higher in the right flank and inserted a new primary cell battery. The rep said the patient had recovered well from that case and the old wound had also resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the ins pocket was collecting fluid. It was reported that the patient was given several rounds of antibiotics. It was reported that the patient recently underwent an ins replacement. Several weeks later fluid gathered around the ins pocket and patient was started on antibiotics. However, the ins pocket continues to weep fluid. The ins is planned to be removed on (B)(6) 2019 and a new ins will be implanted in a different location. Issue has not been resolved at this time. No further complications were reported/anticipated.